Manufacturer narrative:
Conclusion not yet available: evaluation in progress.

Event description:
The physician was using an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the sfa. The lesion exhibited 80% stenosis was non tortuous and without calcification. The lesion was pre-dilated. During inflation a waist was observed on the balloon. No patient injury or clinical sequelae reported for this event. No further ballooning required. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral).

Manufacturer narrative:
Evaluation summary: the balloon was found fully covered by hardened blood. The visual inspection carried out on the device showed the balloon twisted in the central part of the balloon. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was advanced through all catheter length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inspected through a microscope and inflated sequentially at: - 1 bar: the balloon kept showing the twisted point, also a change in the balloon profile was detected. - 2 bar: the balloon kept showing a change in the balloon profile. - 7 bar: the balloon is fully inflated, the balloon does no longer shows any abnormalities the balloon was then completely deflated; wrinkles were detected in the former twisted point. The balloon profiles are in accordance with product specifications. An angiographic image was provided for review. The image showed the balloon was advanced in the sfa and during the first inflation the balloon showed a ¿candy wrap¿ effect, the balloon did not inflate along the full working length. The balloon did not unwrap from the folded configuration thus preventing vessel apposition. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.